Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip melted and the aiming beam fired straight out of the fiber at 17,112 joules. No pt injury was reported. The device was not returned for evaluation.